Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient did not wear a mask. The event was manifested by cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with levaquin (500 mg; route and frequency not reported) for peritonitis. Pd therapy remained ongoing. Eight days after the event onset, the patient was discharged from the hospital. The patient recovered that same day. Twenty six days after the event onset, the levaquin was discontinued. Also that same day, the patient recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.